Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer changed the insulin pump with the proper battery but it still would not turn on. When the insulin pump did turn on, it had alarmed a post-reset ram crc. The alarm was cleared with troubleshooting but the insulin pump's display did not return. The customer's blood glucose reading was 253 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to connector resistance at j6 printed circuit board. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. The pump was monitored for several days and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the j7 printed circuit board during our visual inspection. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm was noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.